Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) extension sets leaked at the "inlet and outlet." This was identified during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed insufficient heat seal bead located below the patient connector and appeared to cause a hole in the tubing, confirming the leak. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue. Should additional relevant information become available, a supplemental report will be submitted.